Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. A 014 ht versaturn was advanced and resistance with anatomy was felt. It was noted that the solder joint of the spring coils broke and caused the coils to stretch. During removal the guide wire met resistance with anatomy and device remained in one piece. Another same size device was used to successfully complete the procedure. There were no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported stretched coils were confirmed. The reported core break was unable to be confirmed. The reported difficulty to advance and remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance, difficulty to remove and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, during advancement, the guide wire encountered resistance with the anatomy causing the difficulty to advance and the coils to stretch. Manipulation against resistance during retraction likely resulted in the subsequent coil damages and the appearance of a break on the coils. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: 2976 removed and 1601 added.